Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the insulation of the left ventricular (lv) lead was damaged when the guidewire poked through it while the physician was attempting to insert the guidewire into the lead¿s lumen. The lv lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of ¿while attempting to put wire into lumen of lead, wire poked out through insulation of the lead¿ was confirmed. As received, a complete lead without a guidewire was returned in one piece for analysis. Visual inspection found a small hole on the lead body insulation at s-curve region of the lead consistent with damage caused by puncture of the wire at the time of implant procedure. The s-curve height was measured to be within specification. Visual and x-ray inspections of the lead did not find any other anomalies except for procedural damage.